Manufacturer narrative:
The ge service representative went to the site to inspect the system and deliver a part. The customer had repaired the circuit breaker and the system was operating as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.